Event description:
It was reported that while being used in a pt, a leak at the male luer connector into the female luer of the extension set was observed. Fluid in crib and floor was noticed. No pt harm occurred and no intervention was performed. Though requested, no other event details were available.

Manufacturer narrative:
Pt's info requested and all available info is included. This report was filed by the MFR. Date of event: 2008. The product was received for investigation. The customer's experience of leaking at the male luer to female luer was verified. The connection between the two disposable sets as received was observed to be not tightened. The leaking between the sets was observed only when initially tested as received. Testing performed after disconnecting and reconnecting sets afterwards was not able to reproduce leaking issue. The root cause of this failure was identified as a user issue. A query was performed and no quality notifications were found for the reported model number. Results of the investigation were sent to the reporter and discussed with the site risk manager. A recommendation was made to consider tightening the luer connection and checking it through out the infusion time.